Event description:
It was reported that the label is not longer in the insulin pump. It was stated that the end cap is damaged, and the black plastic dot pushed out 7.0 units of insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with loose drive support disk. The insulin pump was received with a missing end cap sticker and cracked lower section of case.